Event description:
It was reported the patient presented to the hospital with bradycardia, hiccups on her side, and shortness of breath. The physician was unable to interrogate the pacemaker. The suspected cause was a loss of the pacing output and premature battery depletion of the pacemaker. The pacemaker was explanted and replaced. The patient was in stable condition during and post-procedure.

Manufacturer narrative:
The reported events of device inability to interrogate, premature discharge of battery and pacing issues were confirmed. Device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found depleted. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, depleting the battery prematurely. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.

Manufacturer narrative:
Correction: section g3 - the awareness date should have been 12 feb 2022 instead of 15 feb 2022 in initial report.